Manufacturer narrative:
(Conclusions) - the customer reported fluoro screen whiting out during procedure. Fse was dispatched and found that the photodiode in control feedback loop, regulating the radiation emission was not working according to specification. This resulted in the system driving to maximum allowed kv emitting more radiation than needed, while not resulting in a useable image. Problem is clearly visible to user. It cannot be prevented that parts become defective. From investigation it is concluded that the by fse calibrated part was a high reliability and low, stable replacement rate. Therefore, the risk estimation that the hazard possibly might pose to pt health remains acceptable. (B)(4).

Event description:
The customer reported fluoro screen whiting out during procedure.